Event description:
Health professional reported lymphoma. Side was not specified. Treatment was not mentioned. Manufacturer of device is unknown. This medwatch is for the right side, see MFR report #2024601-2013-00868 for the left side.

Manufacturer narrative:
(B)(4). Device labeling: published studies indicate that breast cancer is no more common in women with implants than those without implants. Large, long-term follow-up found no significant increases in the risk states for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma.